Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: according to the report from the pharmacy (customer), a patient is stating that he/she pressed the pen but the drug solution didn't come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: two photos of three open 32g x 4mm pen needle samples were returned from lot. No. 0336643, cat. No. 320136. No clog test could be carried out as no physical samples were returned. No issues were observed with the returned photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical samples were returned for investigation no further investigation can be carried out.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: according to the report from the pharmacy (customer), a patient is stating that he/she pressed the pen but the drug solution didn't come out.